Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing due crosstalk noise recorded on the right ventricular (rv) channel. As a result, four inappropriate bursts of anti-tachycardia pacing (atp) were provided. Technical services (ts) recommended a further evaluation of the right ventricular (rv) lead integrity. This crt-d remains in service. No adverse patient effects were reported. Additional information was received, the patient received medical treatment for atrial flutter (af), and further monitoring was recommended. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing due crosstalk noise recorded on the right ventricular (rv) channel. As a result, four inappropriate bursts of anti-tachycardia pacing (atp) were provided. Technical services (ts) recommended a further evaluation of the right ventricular (rv) lead integrity. This crt-d remains in service. No adverse patient effects were reported.